Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown vena cava filter allegedly experienced detachment of device or device component. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that rf048f vena cava filter allegedly experienced detachment of device or device component. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.